Event description:
It was reported that this pacemaker device exhibited behavior consistent with premature battery depletion. The estimated battery longevity dropped from 5 years remaining in 2022, to 1 year remaining in 2023. A technical service consultant reviewed device data, confirming the power consumption is increasing abnormally. Ts advised device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.